Manufacturer narrative:
Correction: after further review, this file is no longer reportable.

Event description:
It was reported that the customer completed an internal survey of all vendor contracts as a requirement of their accreditation organization, dnv. The vendor contracts that received a low survey score are required to provide a corrective action plan (cap). The bd device received a low score related to quality regarding the device doors that have hairline cracks/fractures that causes the door to not align correctly which then breaks the door latch/sear. The customer further stated that the device doors do not appear to be sturdy enough. Although the device was used on a patient with the cracks to the bezel hinge, there were no infusion related issues. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer completed and internal survey of all vendor contracts as a requirement of their accreditation organization, (B)(6). The vendor contracts that received a low survey score are required to provide a corrective action plan (cap). The bd device received a low score related to quality regarding the device doors that have hairline cracks/fractures that causes the door to not align correctly which then breaks the door latch/sear. The customer further stated that the device doors do not appear to be sturdy enough. Although the device was used on a patient with the cracks to the bezel hinge, there were no infusion related issues. The customer further stated that there were no adverse effects caused to the patient from the event.